Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on 2 cobas e801 modules, serial numbers (B)(4). Patient 1 initial result from module a was 902 ng/l. The sample was repeated twice on module a with results of 67.3 ng/l and 69.5 ng/l. A new sample for patient 1 was tested on module b with a result of 55.6 ng/l. On (B)(6) 2022 patient 2 initial result from module b was 158 ng/l. The sample was repeated on module b with a result of 6.96 ng/l. The sample was also repeated on module a with a result of 8.31 ng/l. No questionable results were reported outside of the laboratory. The troponin t hs reagent lot number was 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Na.

Manufacturer narrative:
For serial number (B)(6) (module a): calibration was last performed on (B)(6) 2022; the calibration signals were slightly above expectations. Qc was acceptable. On (B)(6) 2022 two alarms related to sample quality issues were observed on the alarm trace data. Multiple sample alarms related to sample quality issues were observed on the alarm trace data between (B)(6) 2021 and (B)(6) 2022. For serial number (B)(6) (module b): calibration was last performed on (B)(6) 2022; calibration signals were within expectations. Qc was acceptable. On (B)(6) 2022 two alarms related to sample quality issues were observed on the alarm trace data. Multiple sample alarms related to sample quality issues were observed on the alarm trace data between (B)(6) 2021 and (B)(6) 2022. The customer inverted the sample tubes 6 times and used a centrifugation speed of 1899 g. Based on the type of sample tubes used by the customer, the recommended tube inversions are 8-10 at a centrifugation speed of = 1300 g. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.